Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient contacted abbott to allege premature battery depletion on the insertable cardiac monitor (icm). No intervention was reported. Patient condition was unknown.